Event description:
The technician alleged that the bed has a loss of ground and will not pass the electrical test. No pt impact.

Manufacturer narrative:
The technician replaced the power cord to resolve the issue.